Manufacturer narrative:
The reported field event of premature battery was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The device was received in backup mode. Review of the device image indicates eri was falsely triggered consistent with the device programmed to auto-capture, maximum tracking rate, and high pacing demand from the patient. Total projected longevity based on field settings is 5.43 years; implant duration is 3.42 years plus 0.66 year after explant for a total longevity of 4.08 years which meets 75% projected longevity and it is considered normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device showed signs of premature battery depletion. The device was explanted. The patient was stable.